Event description:
According to the article, the authors re-operated on three patients in whom bioglue was used previously and found minimal healing of the aortic anastomoses. They further found that upon removing each graft, there was a "clump" of bioglue and no adhesion to the native tissue, as well as "a lot of scarring." The authors expressed concern about "the formation of pseudoaneurysm and aneurysmal dilation at the site where the bioglue has been applied to reattach the layers."